Event description:
It was reported that during implanting procedure, the helix of lead could not fix well anymore, after several times of advancing and retracting. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).